Event description:
In 2006, the lay-user patient contacted lifescan alleging that her one touch ultra meter reading inaccurately low. The medical affairs specialist spoke to the patient 6 days later to obtain/verify information. At 7:00 am 6 days ago the patient had a headache, heart palpitations, and shakiness before taking her medications or eating breakfast. She tested herself and got a fasting reading of 79 mg/dl. The patient called the paramedics who tested her blood glucose around 7:30 am. They obtained a reading a 412 mg/dl using and unidentified device and treated the patient with 35 units od regular insulin via injection. She was taken to the hospital by ambulance. In the emergency room, a reading of 325 mg/dl was obtained from the patient using an unknwon device. She was given another unspecified insulin injection and discharged from the hospital within 2 hours. The patient stated that the night before the event, she obtained a reading of 279 mg/dl before going to bed without symptoms. She had eaten a full dinner that night and taken her nightly dose of 30 units "lantus" insulin. The patient also takes sliding scale regular insulin but denied taking any that evening or the morning of the incident. She does not take any oral medications for her diabetes. The customer advocate (cca) verified that the patient was using the correct technique for her blood glucose with the reported meter. The patient was obtaining blood samples from her fingers and cleaning her puncture sites correctly. The test strips were in good condition. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reported blood glucose results of "79 mg/dl" with a lifescan meter and "325 mg/dl" on another meter, performed within 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on staistical methodology, the calculated difference of these glucose results exceeds the expected valve of <30% and/or <=30 mg/dl. The patient developed symptoms that are consistent with hypoglycemia, but can also occur with hperglycemia. She receied medical treatment for hyperglycemia.